Manufacturer narrative:
Model number/catalog number: sc-2317-70,serial number: (B)(4),batch/lot number: 5122280,model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was not getting stimulation due to high impedances. X-ray showed that on one port a contact was flipped out in the header of the battery. The patient underwent a revision procedure wherein one of the lead was deactivated and left in place. The patient was reportedly doing well postoperatively.